Event description:
A pt experienced a tear in the anterior capsule during a phacoemulsification procedure, which resulted in the epinucleus entering the vitreous. Seven days following the cataract surgery, a retinal specialist performed a second surgery to remove the epinucleus. The anterior capsule tear reportedly followed a vacuum surge during the phacoemulsification procedure. The system was operating within specifications when evaluated the day following surgery. The pt is continuing to improve.